Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to receiver does not power on. An internal visual inspection was performed and failed due to moisture damage (see pictures attached). The receiver log was not downloaded and no data was reviewed. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.